Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had woken up in the hospital after they had lost consciousness while in their garden. Once at the hospital the patient was treated with intravenous fluids as well as feeding tubes and insulin. The patient was provided sweet foods to consume when their blood glucose level had decreased. The patient was discharged from the hospital after 10 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.